Manufacturer narrative:
This report is submitted on november 14, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to unspecified reasons. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on (B)(6) 2024.